Event description:
Device malfunction: unk. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the user of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip was fired but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.